Event description:
An acute thrombosis occurred during an interventional cardiac catheterization which involved 3 overlapped cypher stents. Coronary angiography was conducted and thrombus was observed in the implanted cyphers. Heparin (5,000u) was injected additionally which increased the heparin administered to 15,000u and pamiteplase (5200,000u) was injected by intracoronary technique with successful removal of thrombus. Then poba and iabp were conducted.